Event description:
Healthcare professional reported that approximately 48 mos post implant the valve was explanted due to incomplete leaflet coaptation resulting from annular dilatation. The valve was returned for analysis.